Event description:
A cracked and shattered touchscreen was reported, rendering the pump unresponsive. The customer's blood glucose level exceeded 500 mg/dl, and they had moderate ketones. The customer administered a correction injection using multiple daily injections (mdi) to address the high blood glucose levels. A replacement pump serial number will be provided when available, and the customer will use mdi as a backup therapy to ensure continued insulin delivery.